Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that insulin pump was not delivering insulin and did not alarm. Customer's blood glucose was 471 mg/dl. Caller reported of troubleshooting with diabetes specialist and was not able to deliver insulin. Caller also reported that insulin pump failed high pressure test. Insulin pump would be replaced.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime anomaly noted during testing. However, device unable to download device to care link pro due to several displayable history crc check failed on startup alarms at the alarm history file. Displayable history crc check failed on startup alarms due to a corrupted history file. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).